Event description:
It was reported that the user¿s ilet system was not workable due to significant hand shakiness, which made supply changes and connecting or disconnecting tubing for showering difficult, and the user requested to discontinue the ilet and return to manual injections with a dexcom sensor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Troubleshooting and education were completed. Investigation of this case revealed no device alerts or alarms and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.